Manufacturer narrative:
61- isi received the vse involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The instrument was found to have a blade dislodged via logs. This failure is most commonly caused by mishandling/misuse. No conductor wire damage or snake wrist damage was found. There biodebris found at the instrument tip and the jaw ceramic dots were present. The knife slot measured 0.028. The instrument was placed on an in-house system and passed self-test. The instrument was found to have a missing grip open lever. The grip open lever was removed from the backend and was completely missing. This failure is most commonly caused by mishandling/misuse. Additionally, the instrument was found to have cutting failures based on a log review. During in-house testing, the cut test was performed and passed. The instrument passed electrical continuity. No damage was found. The instrument was also found to have a broken overmold on the grip tips. A piece measuring roughly 0.115¿ x 0.103¿ was found to be missing from the grips. This failure is most commonly caused by mishandling/misuse.

Manufacturer narrative:
67- isi has not received the vse instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the instrument (pn 480422-01/lot # l90200629-0343) associated with this event was performed. Per logs, the instrument was last used on 1(B)(6) 2020 on system sk3933. This is a single use instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the vessel sealer instrument¿s grips did not open and/or were clamped and could not be opened with the use of the emergency grip release function. Although there was no report of patient injury, if this issue were to recur, it could cause or contribute to an adverse event. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field implant date is not applicable because the product is not implantable. The information for blank fields is not available. Field recall (if recall number is given) is not applicable.

Event description:
It was reported that during a da vinci-assisted pancreatectomy surgical procedure, the vessel sealer extend (vse) instrument clamped tissue and gave an error message. The customer attempted to open the jaws with the manual grip release, but it broke off. The surgeon was able to open the vse instrument jaws and remove the vse instrument with no harm to the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 19-oct-2020 and obtained the following additional information: the instrument was inspected prior to use and looked to be in perfect condition. The surgeon was performing cutting after sealing. The instrument worked perfectly for about 6 hours. At about 4 pm, the cut function stopped working. There were no errors, but a message appeared above the instrument bar. The jaws were not stuck on tissue. The manual grip release broke off when it was slid towards the lock button. The lock button was pressed to open the jaws. During the sealing sequence, the continuous audible signal was heard. The target tissue was a small vessel less than 7mm in diameter. The tissue was not under tension, but the instrument was at an extreme angle. There was no evidence of tissue calcification. A new instrument was used to cut the vessel without any problem. The tissue was not exposed to radiation or chemotherapy. The instrument jaws did not come into contact with a clip, suture, staple, or other metal object and were not immersed in liquid or contaminated by biodebris. There was no unexpected bleeding experienced by the patient. There is no image or video available for review.